Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/12/2017 with the following findings: review of the pump¿s black box revealed time and date resetting to the default upon powering on. On (B)(6) 2007 at 07:27 a replace cartridge alarm was recorded followed by a rebooting event; when pump was powered back on the time/date rest to default until a manual date/time change was made to (B)(6) 2010 01:55. On (B)(6) 2010 at 15:44 a replace cartridge alarm was recorded followed by a rebooting event; when pump was powered back on the time/date was set to (B)(6) 2016 03:12. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Investigation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery was inserted, the pump appropriately displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. The audio bolus button was torn; however there was no button response issues observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not ben returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient¿s blood glucose on an unknown date was 450 mg/dl with extreme drowsiness, extreme thirst, excess urination, and symptoms of dehydration. It was reported that the pump¿s time and date settings reset to default when the battery was removed from the pump for less than 24 hours. Reportedly, the issue was first observed on (B)(6) 2016. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.